Event description:
It was reported that the target lesion was in the right coronary artery with a vessel diameter of 2.75 mm, a lesion length of 15 mm. The vessel was mildly tortuous and mildly calcified, eccentric and de novo. Predilatation was performed with a non-abbott balloon and a 2.75x15 mm promus stent was deployed. An attempt was made to postdilate with the 2.5x15 mm voyager nc balloon; however, it would not inflate and was found to be ruptured (pressure unknown). A non-abbott balloon was used to complete the procedure. Patient outcome was reported as good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns. Guide cath: launcher 6 f jr4.0. Stent: promus 2.75 x 15. Evaluation summary: analysis of the catheter noted contrast visible in the inflation lumen, consistent with preparation. The balloon was loosely folded. A new indeflator filled with water was used in an attempt to inflate the balloon to the rated burst pressure (rbp), when it was observed that fluid was coming out from a longitudinal rupture at the distal end of distal to the distal balloon marker and extending proximally, for an entire length of 7 mm, confirming the reported rupture. There were no scratches found. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Scanning electron microscopy analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. Radial mechanical damage was found at and leading to the rupture edge. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was reportedly mildly calcified and the voyager nc was being used to post dilate a stent which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with the implanted stent, such that the balloon ruptured upon the first inflation at an unknown pressure. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents, there is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.